Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, after clip deployment, the device could not be removed from the anatomy. The safety release was used and with the left hand on the access site, the device was removed smoothly. Manual compression was applied for less than 5 minutes to achieve hemostasis. The common femoral artery was described as having a lot of scar tissue. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.